Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was having problems with the main keypad. In this state the device may not be able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was having problems with the main keypad. In this state the device may not be able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. It was determined that the cause of the reported issue was a faulty printer. After replacing the printer, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.